Event description:
Customer reported unexpected negative reactions on galieo using capture-r ready-ID lot id091 for several patient samples; anti-c, anti-jka , and anti-e were not identified.

Manufacturer narrative:
Confirmed the presence of the c, e, and jka antigens on retention capture-r ready-screen (pooled). Lot n128, and capture-r ready-ID, lot id091. Manual solidphase testing was performed with retention capture-r ready-screen (pooled), lot n128, capture-r ready-ID, lot id091, using customer's returned patients' samples (4 total). All samples were 3+ to 4+ (grossly) hemolyzed. Only 1 sample was nonreactive in all testing. One sample was nonreactive with crrs (pooled) and exhibited moderate reactivity (scores of 7 on a scale of 0 to 10) with cells 2 (r1wr1), 5 (r'r), and 14 (r1r1) from crrid. One sample exhibited moderate reactivity (scores of 5 to 7) with the pooled cells and crrid cells 1, 2, 3, 4, 6, 8, 10, 11, 13, and 14. One sample exhibited weak reactivity (score of 4) with pooled cells and moderate reactivity (scores of 6/7 to 7) with cells 3 (r2r2) and 6 (r"r) from crrid. Manual solidphase testing performed with retention capture-r ready-screen (pooled), lot n128, and capture-r ready-ID, lot id095 (crrid, lot id091 expired ), using 2 additional returned customer's patients' samples. Both samples were grossly (4+) hemolyzed. One sample exhibited strong positive reactivity (scores of 10 on a scale of 0 to 10) with crrs (pooled), lot n128, and cells 1 (rzr1), 3 (r2r2), and 6 (r"r). The other sample exhibited strong positive reactivity (score of 10 on a scale of 0 to 10) with crrs (pooled), lot n128, moderate reactivity (scores of 7 and 8) with cells 2 (r1wr1) and 3 (r2r2), and was nonreactive with cells 1,4, 5, and 6 from crrid, lot id095. Sample was qns for testing cells 7-14.